Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a shock. It was determined that the wavelet withheld therapy when the patient was in ventricular tachycardia (vt) for two minutes prior to getting shocked. In addition, it was noted that the patient became syncopal. The implantable cardioverter defibrillator (ICD) was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.